Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019; however, we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported a tampon fell apart during removal and she experienced migraines. Medical seen. Consumer reported a gynecologist removed tampon pieces during an exam and said her migraines could have been the onset of tss. The doctor also performed a pap test. Consumer reported abnormal pap smear results.